Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and pump error clock monitor frequency error. The customer blood glucose level was unknown. Customer also state that the insulin was squirt out from the infusion set rather than a slow drip. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, no a33 error noted. Pump passed a21 error test and all operating currents test. No unexpected low battery alarm were noted. (B)(4).

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, no a33 error noted. Device passed a21 error test and all operating currents test. No unexpected low battery alarm were noted. (B)(4).